Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was a latch that had fallen off and would not stick. The field service engineer retaped the smart remote manger on the fridge, checked connections and wires and voltage and made sure alignment was correct to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a pyxis fridge remote manager latch that had fallen off and would not stick back on the fridge. The customer reported that an issue occurred when dispensing medications to the patient and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.